Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, the device would not pass through a previously deployed synergy stent and it was noticed that a strut got caught. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported. The patient was well.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, the device would not pass through a previously deployed synergy stent and it was noticed that a strut got caught. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported. The patient was well. It was further reported that the 75% stenosed target lesion with a bend of <45 degrees was located in the moderately calcified rca. Pre-dilatation and post-dilatation was also performed in the lesion.